Manufacturer narrative:
The reported defective device has been returned to the manufacturer for a device evaluation. An investigation into the root cause of the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported an issue with a pvak -- 400 micron perforator and accessory vein ablation kit. When the physician started the procedure by pressing on the foot pedal, an active flame was noted at the fiber strain relief, coming off the hub. The physician immediately stopped the procedure and had to blow out the flame. It was reported that the fiber seemed to have melted and then detached from the hub. The account was unable to provide the specific settings used on the generator but noted that they utilize 'standard settings.' There was no injury sustained by the patient or providers and the remaining procedure was completed with another same device.

Manufacturer narrative:
The customer's reported complaint description of the fiber fractured and detached while firing the laser was confirmed during evaluation of the returned complaint sample. The fracture location was determined to be where the fiber exits the strain relief of the gripper. The fiber od was confirmed to meet product specification and there was no report that fiber was fractured when removed from the packaging. The likely root cause of this fiber fractured/detached event is handling damage to fiber during use, i.e. Fiber core fractured during handling/connection to laser generator (e.g. Drop gripper onto table) - resulting in laser energy escaping at the fractured site causing the spark/flame and melting the blue buffer layer/black strain relief. Manufacturing personnel 100% visually inspect devices during the packaging process. This type of fiber kink/fracture damage would be noticed prior to shipment. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (14601411-01) which is supplied to the end user with the reported catalog number contains the following statement: warning contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your sales representative. Inspect prior to use to verify that no damage has occurred during shipping. Intended use the venacure evlt 400 m perforator and accessory vein ablation kit is intended for use in the treatment of superficial vein reflux of the greater saphenous vein associated with varicosities. The venacure evlt 400 m perforator and accessory vein ablation kit is indicated for treatment of incompetence and reflux of superficial veins in the lower extremity, and for treatment of incompetent (i.e. Refluxing) perforator veins (ipvs). Equipment handling requirements venacure evlt 400 m perforator and accessory vein ablation kit: using sterile technique open the pack, place all contents into sterile field and inspect for damage. Do not use if any component is damaged. If damage is present, contact customer service or your local representative. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).